Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that twenty nine days following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severe paravalvular leak (pvl). Subsequently, approximately five months later, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to mild. No adverse patient effects were reported.